Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the cam rod and lever would not accept the transitional member. There was no known patient involvement or surgery delay.

Event description:
N/a.

Manufacturer narrative:
The mayfield base unit was returned for evaluation: a DHR review cannot be performed at this time as the serial number provided (B)(6) does not appear to be a valid integra number. The reported complaint is confirmed from the evaluation. The returned unit did not meet all specific functional test. The unit was received with the 6" transitional member stuck in the lock handle casting. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.